Event description:
It was reported that the patient experienced dyspnea. It was further reported that the right ventricular (rv) lead exhibited chronically low r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.